Manufacturer narrative:
Manufacturers ref# (B)(4) d1) celect platinum updated to celect filter. Summary of investigational findings: during retrieval fifteen years after placement, a secondary filter leg was noted to be fractured and lost. Unsure, if the leg fractured during the removal or prior to the removal procedure and the leg could not be located. No adverse effects on patient reported. Reported imaging could not be obtained. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. Photographic evidence was returned for evaluation. The review of the photo determined the following: a celect filter with a fractured secondary filter leg. The fragment is not visible in the photo. Manufacturing records review could not be completed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes are repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulation near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a 47-year-old male patient underwent a filter retrieval procedure in which the cook celect platinum navalign vena cava filter set was retrieved. The patient had the filter implanted 15 years prior in 2010. When retrieved a secondary strut was noted to be fractured and lost. It is not apparent that it occurred during the removal and could have occurred prior to the removal procedure. Images were taken of the chest, and no evidence of the strut was located, nor located in the inferior vena cava (ivc), superior vena cava (svc), or the jugular. Chronic scarring was noted in the ivc and exclusive scarring noted in the bilateral iliac vein.